Manufacturer narrative:
Pending investigation. D10: serial number item number and full description (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. (B)(6) 320-35-01 - small glenoid plate. (B)(6) 320-31-36 - glenosphere, 36mm.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2020. The patient presented had deep infection. The case report form indicates that this event is definitely not related to device, possibly related to procedure.